Event description:
It was reported that the pt has been unconscious for a week . The hcp did not believe initially that the pt's condition was due to the drug, but now planned to lower the dose of drug being delivered by the pump. The drug used in the pump was morphine. A follow up report will be sent if add'l info becomes available to us.